Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe drops exit the tubing during the fill tubing step of the load process. The customer's blood glucose level was 130 mg/dl. During troubleshooting with tandem technical support, the customer disconnected the tubing from the cartridge and was unable to see drops. The customer changed the cartridge to address the event and completed the load process successfully.